Event description:
The patient was in the room, intubated, positioned and about to prep when the scrub noticed a foreign object on a green towel. The circulating nurse contacted the instrument room. A periop tech, two service leads and two supervisors from the instrument room responded. The scrub passed off the towel. The object was then tested for protein and the results were positive. The sterile field was torn down. The scrub broke scrub, avagarded and re gowned and gloved. The patient was covered and bair huggers turned on to maintain the patient's temp. The case was repicked and reopened. Towels were opened to the edge of the table. The scrub grabbed on and opened in onto the mayo stand before touching anything else. The towel was again filled with bioburden. The instrument supervisors were called back. The towels were passes off the field. The towel was tested for protein, it was positive. The mayo stand was broken down. The scrub changed gloves and the spot where the towels were, was covered with another drape. The instrument supervisors informed other people of the towel issues.nursing follow-up: the towels were not inside of instruments sets. They came from sri towel packs. It looked like cement that had been left on the towels.